Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the device had unknown debris, no voltage and a chipped coupling head. It was further observed that the electrical control unit was damaged and would not run. It was observed that the device had a cosmetic damage - worn coupling, foreign substance/debris/cleaning/sterilization, and was broken (2+ pieces): chipped/shaved/delaminated. It was further determined that the device failed pretest for check attachment coupling assessment, check oscillation/forward/reverse mode function assessment, check the oscillation angle assessment, switching function forward/reverse assessment and check power with test bench assessment ¿ no power. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported that the small battery drive device was labeled from the operating room ¿or¿ as broken. During service and evaluation, it was observed that the coupling head was chipped, and the device was broken (2+ pieces): chipped/shaved/delaminated. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.